Event description:
It was reported that during a vats lobectomy procedure, the staples did not fire, but the subclavian artery was ripped. No idea how artery torn, but surgeon suspected knife blade cut but staple line compromised somehow. The patient lost substantial blood, close to 3 litres in 1st minute. Converted to open and considerable time taken to stabilize patient. It was hard to stabilize the patient's blood pressure. Current patient status unknown.

Manufacturer narrative:
Information anticipated, but unavailable at this time.